Event description:
In response to your request for information on the above reference report, I have assembled the following information. This report indicate that a pharmacy technician noticed a green grass-like material in the barrel below the plunger of a bd 10ml syringe. A search of our files failed to locate this or any similar reports. Based on the package graphics number, dg515703 that the reporter had erroneously indicated as the model,catalog, and other ID, co was able to establish that the device involved was a bd catalog #309604. No lot number was supplied. Without a lot number or the actual device displaying the reported condition our investigation is limited to a review of co's complaint records and as I stated earlier co have no reports matching this description. In general, customer complaints involving foreign matter on bd syringes occur very infrequently. Over the past two years the complaint rate for this condition has been well below 1 in 10,000,000.

Event description:
Pharmacy technician removed a 10ml syringe from the wrapper to admix IV medications. A green grass-like material was noticed in the barrel of the syringe in the area below the plunger.